Event description:
The pump was returned for investigation. Investigation revealed contamination under all key contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed the keypad was torn over the ok button. All of buttons responded appropriately to button presses. The keypad was removed and contamination was found under all buttons. Unrelated to the keypad issue, the display lens was found to be badly scratched. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).